Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the rep met with the patient on the monday of the week of the report and the rep saw open circuits on electrodes 8, 11, 12, and 14. The patient was programmed with bipole on 12 <(>&<)> 13, 550 pulse width (pw), and 60hz. Then the rep reprogrammed to 13+ 15-, 270 pw 60 hz and in result, the patient was getting good coverage. It was also reported that the patient had cervical stimulation placement, and the patient had thoracic trial lead placement to get lumbar coverage with a different medical device, and since that trial, the spinal cord stimulation (scs) therapy wasn¿t as good. The trial was about three weeks prior to the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient's weight at the time of the event was reported. No further complications are anticipated.